Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Description for patient code (B)(6) in f10 field is "back pain".

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter was displaying an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at noon on (B)(6) 2016. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient denied making any changes to his normal diabetes management routine and took his normal dose of insulin on (B)(6) 2016 at 12 am. At an unknown time following the alleged meter issue the patient claimed developing "high blood sugar" and the symptoms of "muscle and back pain". At unknown time on (B)(6) 2016 the patient was treated in an intensive care unit with insulin by a health care professional. During this time the patients blood glucose was measured on a doctors meter but no results were provided . During troubleshooting the csr confirmed that this was not the first time the meter had been used and that it had not been misused. The patients testing steps were confirmed as being correct and they were using the correct test strips. The csr was unable to resolve the issue. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.